Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during patient treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 14 times prior to the reported event. Hcp reports no pt injury or need for medical intervention.